Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was in the 500 mg/dl range. Customer treated their high blood glucose via insulin pump. Troubleshooting for no delivery alarm was performed. Customer advised they received the alarm twice. Customer resolved the alarm with a complete set change. Customer declined to return the infusion set and reservoir for analysis.